Manufacturer narrative:
This event occurred in (B)(6). The customer last ran qc on (B)(6) 2019 prior to the issue. The customer installed a new generation of procell reagent on (B)(6) 2019 without calibrating the assays. No qc was performed on (B)(6) 2019. The customer detected the issue when they ran qc on (B)(6) 2019. The investigation stated qc results indicated shifts in values, but not all qc results failed. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for 7 patient samples tested for multiple assays on a cobas e 801 module. Based on the data provided, the results for 3 patient samples tested for either elecsys troponin t hs (troponin t hs) or elecsys ferritin (ferritin) were discrepant. The initial results were reported outside of the laboratory. The samples were repeated on (B)(6) 2019. The repeat results were believed to be correct. Patient 1 initial troponin t hs result was 8.39 ng/l. The repeat result was 6.41 ng/l. Patient 2 initial troponin t hs result was 7.09 ng/l. The repeat result was 5.55 ng/l. Patient 3 initial ferritin result was 160 ng/ml. The repeat result was 57 ng/ml. There was no allegation that an adverse event occurred. The ferritin reagent lot number was 366469 with an expiration date of 29-feb-2020. The troponin t hs reagent lot number was 370695 with an expiration date of 31-mar-2020.